Event description:
Same patient as MDR ID #: 2134265-2012-04065. It was further reported that the index procedure was treating a subtotally occluded 99% stenosed lesion in the proximal left anterior descending (lad) artery. The lesion was pre-dilated and a 2.50x12mm taxus express2 stent was implanted at 12atms. Residual stenosis was 0% with much improved distal flow after treatment. Approximately 558 days post-index procedure, the patient presented with chest pain and shortness of breath. The patient went into ventricular tachycardia and was cardioverted and had subsequent ventricular fibrillation, cardiopulmonary resuscitation, was cardioverted, defibrillated back to sinus rhythm. The patient was brought emergently for catheterization which revealed flow limiting acute thrombotic occlusion of the proximal lad stent. The patient underwent successful treatment with pre-dilation and the placement of a 2.5x16mm taxus drug-eluting stent deployed from proximal to mid portion of the lad resulting in 0% residual stenosis. Timi flow improved from timi 0 to timi 3. Approximately 269 days later, the patient presented with chest pain and a myocardial infarction (mi). A cardiac catheterization revealed severe diffuse cad with an ejection fraction of 10%. Three days later the patient underwent CABG times five with lima to lad, reversed saphenous vein graft and pda to plv, and reversed saphenous vein graft to the first and second diagonal. The patient was discharged five days later.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.